Event description:
The customer reported the device does not read values correctly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powers on and off using battery power. The module was able to obtain measurements with all enabled parameters using a known good airway adapter. The module powers off a few seconds after power on even when taking measurements. Unable to perform accuracy test as the module does not stay powered on long enough to take enough measurements. Internal inspection found the circuit board component ic53 measured an oscillating output voltage when powering on module. The output measures 0v when off and constant 3.3v when powered on on a known good module. The module powers off by itself shortly after power on due to defective component ic53 of the circuit board.

Event description:
The customer reported the device does not read values correctly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device was shipped from a local facility to the main office for an evaluation to be completed. There is no evidence of the device having been received at the main office to allow for the evaluation to be completed. In the event the device is located a device evaluation will be completed and a follow up report will be submitted. H3 other text : device could not be located.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device does not read values correctly. No patient impact or consequences were reported.